Event description:
Caller reported an issue with the cgm showing error 42, specifically related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted them in completing the reset process. Following the reset, the pump no longer displayed the error, allowing the caller to successfully start their sensor session.